Event description:
It was reported the patient contacted their physician around the start of this calendar year stating that he didn't seem to have sufficient pain relief. The patient had less than 50% therapy relief in their low back. This worsened between that date and (B)(6) 2015, when he was brought for a rotor and dye study. The rotor turned appropriately, but the catheter could not be aspirated through the side port. Placement of the needle in the catheter access port (cap) was radiographically confirmed and was aspirated through the side port. The catheter was occluded. A catheter revision was scheduled for (B)(6) 2015. The revision was delayed until (B)(6) as the patient failed to stop his anticoagulant therapy. Patient status at time of this report was alive; no injury. The pump was delivering morphine. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported that the location of the catheter issue was within the pump pocket. The catheter and pump were replaced. Segments were left in the intrathecal space. The patient was fine and receiving effective therapy.